Event description:
A falsely elevated troponin I result of 2.08 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested and a result of 0.04/0.01 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was a malfunction of the r2 pump panel valve.

Manufacturer narrative:
No further evaluation of the device is required. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.